Event description:
Customer reports the following: "alarm keeps going. Maintenance might be required." Reporting due to the referenced issue; no harm to patient was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log history was not provided therefore no review could be performed. The device was not returned to brézins for investigation as repairs were carried out locally by infusystem. No report was provided regarding any kind of repairs. Despite several requests for parts return and attempts to collect additional information, we did not receive anything that would allow us to go further with this investigation. The root cause of the reported issue remains unclear and cannot be confirmed. If further information are provided later on we will re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.